Event description:
Burr moved in the handpiece during milling of the bone causing a larger amount of bone to be removed in the femur. The burr then became stuck and unable to reposition or remove.

Manufacturer narrative:
This handpiece was shipped 07/31/2014 and has not been received back for servicing/preventive maintenance. The information provided with the complaint indicates that the bur was not properly locked in the collet prior to operating the handpiece. If the bur is not locked in place this allows the bur to migrate during use causing additional galling between the bur and collet than during typical use and is likely to result in a seizure of the bur in the collet and other failures. It is possible that the user experienced difficulty achieving full insertion of the bur and proper lock down inside the collet due to metal to metal galling between the bur/cutter, the drill collet nose housing, and/or the collet spindle during a prior operation. Excessive bending, lateral forces, exceeding the recommended psi setting, and other aggressive use may contribute to the galling condition.